Event description:
It was reported the patient developed a pocket infection and it was further reported that the patient presented with a pacemaker wire eroding through the skin and bacteremia infection. During the replacement procedure the epicardial right ventricular (rv) shock coils failed the initial defibrillation testing (dft) and required external defibrillation and subsequent lead repositioning resulted in successful dft testing. The ICD system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947m62 lead, implanted: (B)(6) 2012; 419488 lead, implanted: (B)(6) 2013. (B)(4).